Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer stated the flow sensor assembly was replaced earlier this month. It was stated that the device ran for about 190 hours before the error message was observed. The rse informed the customer to get the original purchase order and ask for a replacement flow sensor assembly from the parts ordering desk. The investigation is ongoing.

Manufacturer narrative:
There is insufficient information to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and a supplemental report will be submitted.